Manufacturer narrative:
Samples are plasma. Centrifugation information was not supplied. Per the customer complaint records, tbhcg qc was within the customer's established ranges prior to and after the erroneous results. Samples were sent to customer product line support (cpls) for further investigation. Cpls was unable not reproduce the customer results for sample 1/1. Cpls stated that if the instrument is operational, then pre-analytical sample handling/collection is the probable root cause for this event. The investigation did not demonstrate a reagent related issue. Service was not dispatched for this event. A definite root cause has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining higher than expected total beta - human chorionic gonadotropin (tbhcg) results on one (1) patient's sample, generated by the unicel dxi 600 access immunoassay system. Upon repeat the result was lower and outside the assays precision claims. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.